Event description:
It was reported that the patient experienced a loss of therapeutic effect and no stimulation sensation following numerous surgeries last year. The patient had not had her implantable neurostimulator checked after the surgeries, and her device had not worked since that time. The patient had been fine during the night, but had been leaking during the day. When interrogated the patient's neurostimulator was off. When the device was turned on the patient "felt a little something." The patient was going to leave the device on program 2 at 3.5 volts to see if there would be any improvement in her symptoms. It was noted the patient had not been to the clinic in over a year. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Lead: model 3889-28, lot# v351369, implanted: (B)(6) 2009, explanted: unk; programmer: model 3037, serial# (B)(4).